Event description:
It was reported that during an open bowel procedure, the device cut but some of the staples did not fire. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.